Event description:
Same case as MDR ID: 2134265-2013-00595. It was reported that during a percutaneous transluminal angioplasty a guide wire entrapment occurred. The target lesion being treated was located in the superficial femoral artery (sfa). A starter guide wire was advanced contralaterally to the sfa. An 8x81x75 innova stent delivery system (sds) was advanced over the starter wire to the sfa. The innova stent was deployed and the sds was ready to be removed when it became stuck on the starter guide wire. The innova and starter devices were removed as a unit. Once outside the patient, the guide wire and sds were separated, however, the guide wire could not be reintroduced into the sds. An unspecified guide wire and angiography catheter were then advanced to the sfa. Angiography was performed with satisfactory results and the innova stent remained well positioned and well apposed in the sfa. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).